Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2025, under general anesthesia. After reviewing the computed tomography (CT) scans, there were some rectal wall infiltration (rwi) concerns. Therefore, a magnetic resonance imaging (MRI) was performed on (B)(6) 2026, which found a small amount of hydrogel extending to the left anterior rectal wall. Due to the rectal wall infiltration (rwi), the physician delayed the radiation treatment to allow the hydrogel to dissolve. A second magnetic resonance imaging (MRI) was performed on (B)(6) 2026. There was no hydrogel found into the rectal wall on this MRI. Therefore, the physician will proceed with the radiation treatment. The patient will receive external beam radiation treatment (ebrt). The patient has reported some feeling of prostate and rectal fullness.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.